Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, there was difficulty creating the capsulorhexis and she may have caused a nick on the edge of the capsulorhexis. When placing the iol in the bag, the back haptic became caught on the nick and caused a tear in the bag. The iol was removed and replaced in the same procedure with a different model iol in the sulcus. The surgeon stated that she does not blame the iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/22/2010, 02/25/2010, and 03/11/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).